Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic for normal follow up with multiple non-sustained rv oversensing episodes. The patient was asymptomatic. The episodes were stored on egm. The patient was fine.